Event description:
A user facility reported that an electromechanical ambulatory infusion pump began alerting "door open" during a patient's antibiotic treatment and the alarm could not be reset. The patient was instructed to turn the pump off. The patient's therapy was interrupted for 9 hours, but there were no complications associated with the event. Mckinley considers the malfunction reportable, because an underdelivery occurred as a result of the interruption.